Event description:
It was reported that a user of the ilet experienced hyperglycemia after starting new supplies, with reported blood glucose values of 255 mg/dl rising to 273 mg/dl over about an hour and a concurrent fingerstick of 288 mg/dl, with no symptoms and no alerts or alarms; the user did not wish to change the infusion site and a follow-up call was planned. Symptoms included no clinical manifestations. Outcomes included no change in condition and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms or evident device malfunction and no confirmed component failure, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.